Event description:
It was reported the patient experienced ipg pocket dehiscence due to possible infection. Cultures have been taken which were sent for testing. Patient has been admitted to the hospital for further treatment. As a result, surgical intervention took place wherein the entire system was explanted to address this issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Additional information received indicating the infection has been resolved.

Manufacturer narrative:
The event of exposed ipg was reported to abbott. The patient experienced ipg pocket dehiscence due to possible infection. Cultures have been taken which were sent for testing. Patient has been admitted to the hospital for further treatment. Surgical intervention took place wherein the entire system was explanted to address this issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.